Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? ---unk. What vessel or structure was the device fired on at the time of the event? ---cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes.

Event description:
It was reported that during an unknown procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis result of the device found that it was received empty and with the top shroud broken and seperated. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.